Manufacturer narrative:
A 400 foot end mattress.

Event description:
It was reported by service report that the foot end mattress had fluid intrusion. No patient involvement or adverse consequences are reported.